Manufacturer narrative:
The elevator was visually evaluated and the tip has been chipped. The fragmented piece was not returned. There are signs of wear indicating normal use and no signs of discoloration. There are no indications of manufacturing defects. Based on the data available through the review and investigation of this file, the most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation. Field was updated as the year of the manufacturing date was incorrect on report 1032347-2015-00141.

Event description:
The customer reported the tip of the elevator broke. The broken tip was retrieved and no adverse events were reported, however, this device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.